Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "the proximal pressure is not measured, and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "the proximal pressure is not measured, and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The remote service engineer (rse) advised the customer with replacing with the central processing unit (cpu) printed circuit board assembly (pcba) and the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number for the cpu pcba and mc pcba. The investigation is ongoing.

Manufacturer narrative:
It was reported that the error, "the proximal pressure is not measured, and pressure-related alarms are compromised" (diagnostic code 110b), had occurred. The remote service engineer (rse) advised the customer with replacing with the central processing unit (cpu) printed circuit board assembly (pcba) and the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number for the cpu pcba and mc pcba. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.